Manufacturer narrative:
The insulin pump was received with missing retainer and missing reservoir tube o-ring. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Detailed trace analysis confirmed the pump alarmed low battery and then alarmed power error alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump was also received with scratched case, case cracked behind the pump near the battery compartment, cracked battery tube threads, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error detected. The customer's blood glucose was unknown at the time of incident. The customer was guided with steps to resolve the issue. The customer preferred to replace the insulin pump. The insulin pump was returned for analysis.